Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube has low draw issue."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. No definitive root cause could be established for the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube has low draw issue."